Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. It is unk how this damage occurred. However, the report stated that duraseal was used on top of the dural graft and suture line. The instructions for use that accompany the device caution that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications.

Event description:
It was reported that the doctor used a piece of durepair to cover a surgically generated defect in the posterior fossa to relieve pressure. He said the graft was sewn into place and "tented" to leave room for expansion of the brain tissue. He also said that duraseal was used on top of the dural graft and suture line to ensure a water tight closure. The surgery was complete, but the doctor said that the pt developed a csf collection, indicating leak as well as meningitis. On (B)(6), 2010, he reoperated and noticed a jagged tear through the middle of the graft, which he felt was the reason for the csf leak or collection.